Event description:
It was reported that during a gastric bypass procedure, halfway through the firing sequences the knife blade stopped. The home button was depressed with no result. The battery was then removed and replaced. When the home button was depressed the knife blade did return. A new device was used to complete the case with no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 8/22/023. D4: batch # 129c70. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired 1/2. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review: a manufacturing record evaluation was performed for the finished device batch number 129c70, and no non-conformances related to the reported complaint condition were identified.